Event description:
Outbound. Patient reports prefilled remodulin cassette malfunctioned. It stopped running and said no disposable tubing and kept beeping and beeping. Patient discarded cassette and was unable to provide lot. No further details provided.